Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash. The patient¿s physician prescribed hydroxicon for the skin irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.